Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the web embolization device was being used in an unspecified aneurysm embolization procedure. The device passed the pretest with the wdc detachment controller before insertion. The web was then successfully opened in an aneurysm on the first attempt; however, the web was not detached with the detachment controller despite multiple attempts. The web was therefore removed from the patient. Both the web and detachment controller were replaced with another set of the same models, which were used without problems. Subsequently, the procedure was successfully completed with no health damage to the patient.